Manufacturer narrative:
(B)(4). Results of investigation: vyaire medical was able to confirm the customer's reported issue during testing and evaluation. A review of the event trace log indicates that the reported event, "vent inop" was last logged on (B)(6) 2017. The alarm logged as an "ln vent1" alarm condition. The service was unable to duplicate the alarm during testing and evaluation, however, the power board will be replaced as a precaution due to the event trace log entry.

Event description:
It was reported to vyaire medical that the ventilator was alarming "inop" while setting up the ventilator for use. There was no patient involvement associated with this reported event.